Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 the patient was taken to surgery for surgical exploration. During the procedure, a catheter kink was confirmed. The catheter was replaced. Following the procedure, the pump was filled with 500 mcg/ml baclofen with a programmed dose of 70 mcg/ml. It was unknown by the reporter if the patient had any symptoms related to the event. The event date was also unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: (B)(4), conclusion code, and method code are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2019 from a healthcare professional (hcp) who reported that about (B)(6) 2019 it was first determined that surgical exploration was need, but the surgery was delayed due to the family¿s needs. Per the hcp, most likely the catheter migrated subdural as the patient initially had an excellent response but then had a gradual loss of efficacy over approximately a 2 month period and she had an excellent response with the new catheter. There was no kink. During the procedure, there was no flow from the existing catheter. The catheter remained in the patient tied off as the hcp preferred to tie off rather then remove and risk a csf (cerebrospinal fluid) leak. No further complications were reported/anticipated.